Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used on a procedure performed on (B)(6) 2013. According to the complainant, during unpacking, there was a kink noted at the distal tip of the guidewire. The procedure was completed with another guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Follow up received on august 8, 2013 revealed that the damage to the tip of the guidewire exposed the tip of the corewire, making this a reportable event.

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used on a procedure performed on (B)(6) 2013. According to the complainant, during unpacking, there was a kink noted at the distal tip of the guidewire. The procedure was completed with another guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Follow up received on august 8, 2013 revealed that the damage to the tip of the guidewire exposed the tip of the corewire, making this a reportable event.

Manufacturer narrative:
(B)(4).a visual examination of the device presents the distal tip damaged exposing the corewire tip, approximately 0.5cm. The distal tip also presents an elongation close to the exposed corewire, approximately 1.5cm from the distal end. The device body presents one bend at approximately 152cm from the distal end as well as a separation of the ptfe jacket from the distal tip exposing the corewire. There is no evidence of corewire fracture. All the outer diameter measurements are within specifications. The complaint is consistent with the returned device that the guidewire kinked. The product returned also presented a damage on the distal tip exposing the corewire tip. It is possible that handling of the device during unpacking and preparation for use may have contributed to the device damage. Manipulation of the device could be propitious to the damage in the distal tip and jacket separation, as the urethane presents an elongation close to the exposed corewire and the guidewire body presents a bend. Therefore, ¿handling damage¿ is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. No other complaints have been reported for lot number 15956179.